Manufacturer narrative:
The reported event of fractured and dislodged leaflets was confirmed. Both leaflets were dislodged, and one was fractured. A small chip of the fractured leaflet was not returned. The pivot guard also contained a chip where it met the top orifice rim. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage is consistent with use of a non-abbott rotator which can result in structural damage. Per the IFU: using the valve holder/rotator and the flexible valve holder handle model 905-hh or the rigid valve holder handle model 905-rhh, rotate the valve in situ to the desired position.

Event description:
A 19mm regent heart valve was chosen for implant. When the surgeon attempted to rotate the valve with a non-abbott (medtronic) rotating device. The valve did not engage with the rotating device and the force from the rotating motion fractured and dislodged the leaflets. The dislodged leaflets and chips were removed from the patient and the valve was explanted. A 19mm masters series valsalva aortic valved graft was successfully implanted. Although the procedure was extended beyond 30 minutes, the patient was not injured and is recovering from the surgery.